Manufacturer narrative:
The s-ICD system remains implanted and in service. No additional information has been provided from the field regarding this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock and went to the hospital. Interrogation revealed that the shock is believed to be inappropriate as they rhythm appeared to be sinus driven and there were artifacts noted on the electrogram. The sensing vector was programmed to secondary and testing was performed. Oversensing was unable to be reproduced. A memory download was sent to boston scientific technical services (ts) for review. The patient has been hospitalized as a result. No additional adverse patient effects were reported. A ts consultant reviewed the data and discussed that based on the artifacts observed and that the device is programmed in the secondary vector, this indicates a potential loose setscrew. X-rays were reviewed and did confirm that the electrode terminal pin is fully inserted into the s-ICD port; however, it cannot be confirmed if the setscrew was fully tightened. Additional troubleshooting was discussed. This information was provided to the field representative to communicate to the physician so that the best course of action can be taken for this patient.